Event description:
(B)(6) "today I went to my dentist for my regular cleaning visit. I have a cracked tooth on the upper left side. So, I am needing a crown. My plan was to wait until I finish the 12 weeks of upper aligners which would be the week of (B)(6). My crown work is scheduled for (B)(6). I need to know if this could affect my final retainer or/and if I need a new impression with the crown before receiving my final retainers?"

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.